Event description:
Additional information was received that the device was explanted last year due to the infection.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was scheduled for a battery change however reason was not provided. Implant card was received noting the patient had a replacement due to prior infection however explanted devices were not marked on implant card. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to being released. During follow-up was with surgeon, it was indicated by the nurse that the vns had been removed before by another surgeon. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.